Event description:
This rv lead was implanted on an unknown date and still remains implanted at this time. It was noted on june 26, 2017 that the lead exhibited an abnormal trend of impedance. On (B)(6) 2017 there was ventricular tachycardia episode in which there is a doubt if it is a real arrhythmia or a noise episode. The physician was dr. (B)(6) at (B)(6) in (B)(6) italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).